Event description:
The ventilator "blacked out" and turned off. The alarm that went off, sounded like the tube system alarm. It was then realized that the ventilator was not on or ventilating the patient. The screen was black. The vent did not sound any other alarms to alert staff that something was wrong. Patient was bagged until a new ventilator was obtained. Ventilator sent to biomedical engineering. No harm to patient.